Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed. A field service engineer (fse) confirmed no issues in the hardware test application but noted intermittent problems with drawer 2.1 failing to open. During inspection, the latch sensor and retractor band were replaced. Further checks revealed a broken gray wire on the open, close sensor, which was also replaced. The drawer tested successfully in the hardware test application, and the customer verified all drawers were functioning correctly by inventorying multiple medications. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.